Manufacturer narrative:
Examination of the submitted device revealed evidence consistent with micromotion of the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was revised for suspected infection. Femur, tibia, and insert were explanted. Radiographic study and clinical exam showed no signs of aseptic loosening. Tibial component had no cement adhering to the backside of the component after it was explanted.